Event description:
The same year patient received uterine - endometrial- ablation, patient diagnosed with estrogen-receptive breast cancer. Believe there may be relationship between procedure -or drug used prior to procedure to thin uterine lining?- and estrogen surge that could have fed the cancer. Diagnosis or reason for use: to stop excessive and uncomfortable menses.